Event description:
It was reported that during a laparoscopic sleeve gastrectomy. The sleeve gastrectomy was created using "green, gold, and blue 60 echelon staple loads." A leak test was performed and no bubbles were identified. Hemostasis was confirmed. However, the patient developed intermittent hypotension concerning for active bleeding later that day, for which the patient underwent a diagnostic laparoscopy. Two small areas of active bleeding on the laparoscopic sleeve gastrectomy staple line were discovered and controlled with clips. The patient returned to the hospital on 10/11/18 after experiencing gait instability, falling multiple times, and losing consciousness due to hypoperfusion from post-op blood loss and required a transfusion. Patient states she currently experiences gerd and epigastric pain.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.